Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000438, serial/lot #: (B)(4). A medtronic representative went to the site to test and service the equipment. The mvs power cord had damage to the outer sheath, exposing the inner wiring. The mvs power cord was replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. No parts have been received by medtronic for further evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that mobile view station (mvs) power cord was damaged. The power cord was cut. The internal wires of the power cord were slightly visible. It was noted that the power cord had electrical tape to cover the cut. The cord was fully functional despite this damage. It was stated that the damage was likely due to an object running over the power cord, but nobody could recall how it happened. There was no patient involved with this event.